Event description:
Customer reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support attempted various troubleshooting steps without success and decided to replace the pump. Customer was instructed to use multiple daily injections as a backup therapy until the new pump arrives. Technical support informed the customer about the return process and shipping details, with training available for the replacement pump.